Event description:
On (B) (6) 2005, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. Follow up imaging through 2007, showed development of a left common iliac artery (cia) aneurysm, which led to loss of distal seal and a type I endoleak. He was lost to follow up after 2007. Late at night on (B) (6) 2010, the pt presented with a ruptured left cia aneurysm. By early the next day, he underwent surgical repair of the rupture, but expired due to blood loss.

Manufacturer narrative:
Method - a review of the manufacturing records has been conducted. Results - the manufacturing records review verified that the lots met all pre-release specifications.